Event description:
It was reported that, "rep noticed a tub was at the hospital with stryker name on it; he asked what was in the tub and no one knew. The rep opened the tub and inside was a damage box of bone cement."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.